Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had two alarms while programming a bolus. The patient's blood glucose at the time of incident was 99 mg/dl. The device delivered 1-unit of insulin and then stopped the bolus. The time and date needed to be reprogrammed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No software error or excessive no delivery alarms noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.